Event description:
Resident was sitting in shower chair in shower room. The certified nurse aide with the resdient heard a "cracking" sound and the left side of the chair collapsed (left front leg snapped apart). The resident fell striking the left side of their head against the wall. Subsequentlly a hematoma developed.